Manufacturer narrative:
An evaluation was performed on the returned product and could confirm the customer complaint for the scope being cracked. A visual inspection was performed and showed the scope had been handled in the field. The scope was slightly bent with internal cracked lenses. Excessive force applied to the outertube is the cause of the cracked lenses and the bad imaged noted in the complaint. No manufacturing defects were observed. No further investigation is required. (B)(4).

Event description:
It was reported that during a shoulder arthroscopy with rotator cuff repair using and arthroscope, that it was used it for the first time, couldn't see through it and may be cracked. A backup device was available to complete the case and there were no reported patient injuries or complications. (B)(4).